Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that the prostyle device was inspected by the nurse prior to use and it was noticed that the white (arrow) area around the guide wire exit port had come off. The device had been wiped with a wet sterile compress. It was then noticed that there were pieces of the white material along the device. This was noticed with three prostyle devices prior to use. There was no patient involvement. Another prostyle device was used successfully to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported peeled/delaminated was confirmed. A review of the manufacturing records and exception management system identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported peeled/delaminated is due to the circumstances of the procedure. In this case, it was reported that the device was wiped with a wet sterile compress which likely contributed to the reported peeling of the pad prints (white arrow markers). There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the prostyle device was inspected by the nurse prior to use and it was noticed that the white (arrow) area around the guide wire exit port had come off. The device had been wiped with a wet sterile compress. It was then noticed that there were pieces of the white material along the device. This was noticed with three prostyle devices prior to use. There was no patient involvement. Another prostyle device was used successfully to achieve hemostasis. No additional information was provided.